Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. The imaging system¿s door cable winch was replaced with a winch upgrade, and the z drive was also replaced. This resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The z drive was returned to the manufacturer for analysis. Analysis confirmed the reported problem. The z drive passed the visual inspection but failed the bench test. It was noted that there was excessive squeaky mechanical noise and shuttering coming from the motor when being tested. Motor was determined to be defective. The door cable winch was also returned to the manufacturer for analysis. Analysis was unable to confirm the reported problem. However, the winch cable failed visual inspection as the cable was fraying and showing signs of wear.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site was receiving a warning on the imaging system that the door winch needed to be replaced. It was also reported that the imaging system would not move in the z direction. There was no patient present when this issue was observed.